Event description:
During a sub-total gastrectomy procedure, the staple line was incomplete and bleeding occurred. The surgeon manually sutured to correct the condition. No pt injury was reported.

Manufacturer narrative:
5/29/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.